Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. The patient was admitted to hospital with hyperglycemia and ketoacidosis. In the hospital, the patient received insulin and saline solution (potassium and sodium) and the blood glucose levels returned to a normal level. After the insulin pump had been taken into use again one day later, the patient´s blood glucose levels increased again, up to 390 mg/dl. It is unknown if the patient was still in hospital or already released when the issue was reported.